Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that they had been going to physical therapy for their neck (not alleged to be related to the device/therapy) and the physical therapist wanted to use a tens unit on that area. The patient reported that when they started to use the tens unit ¿last week friday,¿ the tens unit was affecting the ins: the patient reported that when the tens unit was turned on, the ins ¿went off full blast.¿ the patient stated this had occurred on 2 separate occasions. Patient services reviewed the tens unit guidelines and redirected the patient to their health care professional (hcp) for follow up. No further complications were reported at this time.